Manufacturer narrative:
H3/h6: one pump was returned for analysis in used condition. Review of the event history log (ehl) showed a syringe size alarm found from history. Service history identified the complaint was not related to a previous service of the device within the review period. The device was visually inspected. A functional test was performed. The travel course error was found during investigation. The customer¿s stated problem was verified through functional testing. The clutches were replaced.

Event description:
It was reported that the pump¿s alarm history was checked and several ¿non-responsive base¿ alarms was recorded. Moisture was found on the printed circuit board, particularly around components u4, c13, d1, q1, and q2. There was no patient involvement. Evaluation of the returned device identified a travel course error during evaluation. This leads to interruption of therapy while in use.